Event description:
The pt experienced vomiting following an unk surgery. The vomiting was suspected to be related to the lioresal. The pt did not have a fever or diarrhea. Treatment with litican was administered. Lioresal tablets were stopped and the pump flow was decreased. The event was considered to be serious and the pt recovered. The drug being administered via the pump was lioresal. Add'l info has been requested.

Manufacturer narrative:
(B)(4).